Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an unspecified procedure, three healicoil knotless tubes broke off when the threads were already threaded. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Event description:
It was reported that during an unspecified procedure, the healicoil knotless tube broke off when the threads were already threaded. All the pieces were removed using tweezers. The procedure was successfully completed with a non-significant surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed it was returned in the original box with the batch number of the complaint on the label. The distal tip is broken off in the middle of the shaft at the taper where the internal threads end. The internal threaded shaft of the distal tip was not returned, only the suture hole portion. The distal plug and proximal body are still intact and in place on the inserter. A functional evaluation of the device showed that knob one advanced the distal plug as intended. Knob two advanced the proximal body as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include not maintaining inserter alignment throughout insertion to ensure implant integrity or use of excessive force during insertion can cause failure of the implant or insertion device. Per case details, the broken anchor was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the anchor material drawing/specifications found that certifications and testing data are required for raw material. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.